Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va011y0, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3093-28, lot# va011y0, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that patient had loss of therapeutic effect. The patient received less than (B)(6) therapy relief. It was indicated that the symptom was located at the lead. There was reprogrammed and impedance testing performed. It was not working for her after multiple programming. The patient had not had enough efficacies with the device so she and the health care provider decided to explant the device. The patient t status was reported as ¿alive no injury¿. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.